Event description:
Gastrectomy performed 12/2/96. Returned to surgery 12/11/96 because one small vessel had not been caught in staple line continued to bleed. Was not aware of possibility of product problem until 12/11 when pt returned to surgery. Pt continues to have low h & h after surgery.